Manufacturer narrative:
No button error alarm noted during testing. The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The device had moisture damage on electronics assembly. The device also had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
No button error alarm noted during testing. The device had intermittent button response due to corroded keypad traces. The device had broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.